Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was stated the line had been inserted in oct 18 and no problems reported. It was reported that the patient came in for treatment, on flushing the line the nurse noticed fluid leaking externally. Line split approx. 2 cms under the seruacath.

Event description:
It was stated the line had been inserted in oct 18 and no problems reported. It was reported that the patient came in for treatment, on flushing the line the nurse noticed fluid leaking externally. Line split approx. 2 cms under the seruacath.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and it appears that the split developed during use of the device. One 4fr s/l groshong powerpicc solo was returned for investigation. The catheter exhibited evidence of use. The catheter had been trimmed near the 47cm depth mark. The printing on the extension leg was worn. Tape residue was observed on the extension leg. The 4-9 cm depth marks were partially worn. A 1.5cm longitudinal split was observed in the tapered region on the catheter between the 4 and 6 cm depth marks. The adjoining surfaces of the longitudinal split revealed a dull and granular surface. A crease in the circumferential direction was observed 7mm proximal to the proximal end of the split. A tactual investigation revealed that the catheter had a tendency to kink at the crease in the tubing. It was reported that the catheter was inserted on october 18th and no problems were reported. Fluid leaking from the catheter was observed on december 31, 2018 when the patient went in for treatment. A split was reportedly observed underneath the securacath® device. The securement device was not returned for investigation. Since no leaks were reported in the PICC prior to placement and since the PICC was in place for at least two months, it appears that the leak site developed during use. The securement device may have been a contributing factor in the observed split. The product IFU for powerpicc solo cautions that the catheter must be secured in place to minimize risk of catheter breakage and embolization. The statlock catheter stabilization device is included in powerpicc solo catheter kits and instructions for catheter securement with the statlock or tape strips are provided in the IFU. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.